Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used during a stenting procedure for a malignant stricture, performed on (B) (6) 2010. According to the complainant, the stent was completely deployed off of the delivery system, but then failed to expand completely. Only the proximal part of the stent expanded. The area was not predilated prior to the procedure, and the anatomy was reported as not tortuous. The device was removed, but no details were available regarding the timeframe or method used. It was reported that the physician was very experienced in stenting with ultraflex stents. The procedure was completed with another ultraflex stent, which was reported as working "very well". The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B) (4) (medical intervention required), (stent, failed to expand). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.